Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) esophagectomy, after the firing was completed and after the jaws were opened to release to release the tissue, the articulation did not return to its original position, and it was difficult to return the articulation to its original position, that caused damage to the lock ring. It was also reported that the reload was difficult to unload. The articulation was forcibly corrected and the trocar was removed along with the stapler. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#(B)(6)); sigphandle, sig power sigphandle handle (serial#unknown); sigpshell, sig power sigpshell control shell (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was received attached to the returned adapter. The reload was fully fired. The jaw of the reload was open. The adapter was broken. Functional testing found that the reload came without packaging. The reload was partially inserted into the adapter, but was misaligned. The reload could not be removed from the adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. The adapter was partially taken apart to allow the reload to be removed. The reload was broken in order to be removed. The reload was fully fired. Due to the noted damage, functional testing was precluded. It was reported that the device was difficult to removed and instrument broken. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the reload is over torqued during unloading and / or if an attempt is made to unload the reload without using the release button. It was also reported that the device was difficult to straighten. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.